Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose (BG) level was 484 mg/dL. The customer went to the Emergency Room and was subsequently hospitalized in the Intensive Care Unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was discharged on (b)(6) 2026.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone 13 / 2.4.2 / iOS_16.5.